Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no adverse impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
After initial MDR was submitted the customer was able to upload the pump logs as requested and upon review it was determined that the pump was depleting at an acceptable rate given customer's settings and usage. H6: annex a, c, and d codes updated to reflect new information obtained from customer follow-up.